Event description:
Had two vein grafts anastomosed with aortic connectors. Six months postoperatively, cardiac catheterization demonstrated one graft was occluded and ptca and stenting was performed. The pt had a history of hypertension and obesity.